Event description:
Doctor said that he did not suspect a fit error because the guide fit in the pt's mouth. However, after using the guide in surgery, he said that both implants #7 and #10 were planned too close to adjacent teeth. He removed the implants, closed the pt up, and scheduled a second surgery to place the implants at a later date.

Manufacturer narrative:
Method - the trajectory of the surgical guide is reviewed against the treatment plan in three steps: the guide is seated on the study model. Gauge pins are then seated in the master sleeve to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distance are taken at the implant crest and implant apex.